Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturer¿s representative reported that the patient¿s stimulation from their implantable neurostimulator (ins) was turning off by itself. The patient noted that they verified the stimulation was off by looking at the programmer unit. They were able to turn the therapy back on. The patient could not correlate the issue to a time of day or to a certain position. It was noted that the patient did sometimes weld but the issues did not correlate to welding times. The issue had happened 8 times over the past couple of weeks. Follow up information received from the representative on (B)(6) 2016 reported that they met with the patient, interrogated their device, and downloaded the device file as well as a log of when the device had been shutting off. The representative performed a physician recharger mode (prm) with the recharger to ¿reset¿ the patient¿s ins. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received from the manufacturer's representative reported that they interrogated the patient's ins and downloaded a file for assessment. The patient provided the following dates/times of the issue occurring: (B)(6) 3:30, (B)(6) 4:45, (B)(6) 7:25, (B)(6) 1:10, (B)(6) 6 3:00 am, (B)(6) and (B)(6) 0600. Assessment of the file showed there were a number of dates where button were pressed of the device on and off within the same minute which was indicative of the patient using the off button to check the device rather than using the synch button. They saw that it was off and then turned it back on. According to the patient the times provided were times that they felt the stimulation turn off without pressing any buttons. Some of the dates provided correlated to the button presses but not the times. It was reported that one of the times the patient indicated they lost stimulation was during a recharger session but the therapy was not turned off during that time per the interrogation report. It was also noted that the patient had never been without therapy due to a discharged battery so that did not appear to be a factor. It was recommended that the patient be re-educated on the use of the sync button. If additional information is received, a follow up report will be sent.